Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the port. The leak was further described as, ¿leakage (heparin) from proximal port to hl and some air in line¿ and ¿heparin was dripping out from the (supposedly) one way port¿. This issue occurred during patent infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: the device was received for evaluation. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the set with a bag of sterile water and no leak was performed. The device was left running for 24 hours, simulating the usage process and no defect was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.